Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Hold for om 9/25/2018. It was reported that the customer received a power source alert after plugging the pump to charge. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Blood glucose was 192 mg/dl.